Event description:
The pt was admitted into the hosp in 2008 due to an acute myocardial infarction. The target lesion was a de novo, thrombotic totally occluded, type c proximal left anterior descending. The lesion length was 21.5 mm and the vessel diameter was 3.0 mm. The lesion was direct stented with a 3.0 x 23 mm cypher, which was implanted at 16 atm for 30 seconds. It was noted that the stent was under-dilated. The lesion was post-dilated with a balloon at 16 atm for 30 seconds. Residual stenosis was 0%. Eleven days later, the pt returned to the hosp for a percutaneous coronary intervention of another lesion. The pt was not showing any symptoms. Coronary angiography was conducted and thrombus was observed in the cypher originally implanted in the proximal left anterior descending lesion. To treat the thrombus, aspiration and balloon angioplasty were conducted. The pt also had an intra aortic balloon pump inserted. The pt was taken to another hospital, because he had to undergo a coronary artery bypass graft. Per the physician it is possible that the thrombotic event was caused because no pre-medication was given due the fact that this was an emergent case. Also, the stent was under-dilated and the pt may not have taken their anti-platelet medication correctly.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within 30 days upon receipt.